Manufacturer narrative:
B3: date of event estimated as 01/01/2016. D4: the UDI is not known as the part and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as a closure of an unspecified vessel using a starclose device. Reportedly, two hours post procedure, the patient started bleeding. The treatment for the bleeding post procedure has not yet been reported. No additional information was provided.

Event description:
This was reported as a closure of an unspecified vessel using a starclose device. Reportedly, two hours post procedure, the patient started bleeding. The treatment for the bleeding post procedure has not yet been reported. Subsequent to the initially filed reports, the following additional information was received: this was reported as an arteriotomy closure of the right common femoral artery with a starclose device using a 6f sheath after a coronary angioplasty with stent implantation procedure. No femoral imaging was performed. Heparin was administered during the procedure. Reportedly, the device was used successfully and achieved hemostasis; however, a few hours post procedure, the patient started bleeding at the puncture site. The patient's hemoglobin dropped, but blood transfusion was not needed. Manual compression was applied to contain the bleeding. The patient's hospitalization was prolonged; however, there was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. Additionally, a review of the complaint history was not performed as the part and lot numbers were not reported. The patient effect of hemorrhage is listed in the electronic starclose vcs instructions for use (eifu),as a potential adverse event of use of the device. It was reported that no imaging was performed of the access site. It should be noted the starclose instruction for use (IFU) states, perform a femoral angiogram to verify the location of the access site. It is unknown if the IFU violation contributed to the reported issues. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. In this case, it is possible the clip was placed suboptimal; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. E1-facility name updated. Health effect - impact codes 4607, 1706 added. Medical device problem code 2017 - failure to follow steps / instructions was added.